Manufacturer narrative:
A prepaid label will be sent to the consumer for return of the product.

Event description:
Consumer claims his humidifier melted and burned through the carpet. There were no reports of injury with this incident.